Manufacturer narrative:
Follow-up #1 and final report submitted to correct section, and to update sections and based on the results of investigation. Unexpected loading of the device, caused by the improper use of 2 pins instead of 3 pins, cannot be ruled out as cause of the disassociation of the device component. The proper use of 3 pins is described in (B)(4). Device was not returned for evaluation.

Event description:
The surgeon was performing a makoplasty hip arthroplasty using the robotic arm interactive orthopedic system (rio). During the case the surgeon used 2 pins for a 3 pin clamp and it was noticed that a part of the clamp came apart. The array moved during impaction and required manual impaction for the complete the case. There was a case delay of approximately 10 minutes while attempting to troubleshoot the array. The outcome of the case was successful.

Manufacturer narrative:
Follow up # 2 is being submitted to update/correct (catalog # and lot#).

Event description:
The surgeon was performing a makoplasty hip arthroplasty using the robotic arm interactive orthopedic system (rio). During the case the surgeon used 2 pins for a 3 pin clamp and it was noticed that a part of the clamp came apart. The array moved during impaction and required manual impaction for the complete the case. There was a case delay of approximately 10 minutes while attempting to troubleshoot the array. The outcome of the case was successful.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was performing a makoplasty hip arthroplasty using the robotic arm interactive orthopedic system (rio). During the case the surgeon used 2 pins for a 3 pin clamp and it was noticed that a part of the clamp came apart. The array moved during impaction and required manual impaction for the complete the case. There was a case delay of approximately 10 minutes while attempting to troubleshoot the array. The outcome of the case was successful.